Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: investigation revealed that the keypad had no visible signs of damage. The initial complaint of unresponsive keypad buttons was unable to be duplicated. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons were responsive to button presses and were functional. The keypad cover was removed to check condition of the button contacts. No contamination or any other anomaly was observed. The pump was opened to check condition of the keypad flex and connector. The keypad flex was firmly seated in connector with no visible signs of damage or contamination. The bolus button was observed to have a hole in it but was functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.